Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was cardiac arrest, congestive heart failure, and diabetes. The customer's blood glucose at the time of death was 46 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined returning the insulin pump for analysis. The caller did not have the insulin pump at the time of the phone call. Hence, the device information could not be verified.